Event description:
It is reported that patient was revised due to a floating particle in the knee.

Manufacturer narrative:
Review of the returned photograph does not indicate root cause. No devices were received; therefore the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. Based on the available information, the need for corrective action is not indicated.